Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2017; 694765 ead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced suspected inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial arrhythmia in progress at the time of therapy with rapid ventricular response that was classified as fast ventricular tachycardia (fvt). It was noted that the right atrial (ra) lead was undersensing at times triggering the device defined termination of atrial tachycardia/atrial fibrillation (at/af) episodes in progress. It was also noted that the right ventricular (rv) lead had chronically low r-waves. The device and leads remain in use. No further patient complications have been reported as a result of this event.